Event description:
Dealer states unit wheel locks are not staying tight. Patient was using chair when brakes malfunctioned, they have been using the chair for 10 months, usage is indoors, in private home. Wheel lock replacements were sent out.